Event description:
Information was received from a patient and a friend/family member regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the patient's lower leg was tingling was pretty much all the time through the foot and the issue began probably more or a couple months ago. During the call, the patient confirmed group a was turned on and there were 4 programs. The patient decreased program 1 and felt difference in the upper leg but still felt some stimulation a few inches down from the knee. Their foot was still tingling the same. The patient decreased program 2 and felt a little different but the foot still felt the same about halfway down the toes. Program 3 was decreased, but their foot was still the same although their legs felt better. Program 4 was decreased and their leg felt better. The patient switched to group b and initially got no device found then was able to get to home screen. The patient adjusted program 1 but it targeted a higher area. The patient decreased program 2 and felt somewhat better. The patient could mostly feel in the foot and ankle. Stimulation was decreased from 1.5 to 1. The patient decreased program 3 to 0.5 and thought they felt better. They didn't feel it in their ankle but stimulation was still in the lower side of the foot and toe. The patient decreased program 4 to 0.5 and there was still stimulation on the lower foot and toes but they didn't feel so much on top of the foot and toes. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The manufacturer's patient services specialist (pss) provided the national answering service phone number.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.